Event description:
It was reported that the ipg became inoperable after the patient had surgery and did not place their system into surgery mode as recommended. As a result, therapy was lost. In turn, surgery occurred and the ipg was explanted and replaced, which addressed the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.